Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. It was observed the on/off wasn't operating normally, and it was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a damaged key pad.

Event description:
The customer contacted stryker to report that their device intermittently does not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.